Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a device exhibited difficulty completing interrogation. Technical services (ts) was consulted, and the health care professional was referred to a field representative for further in office evaluation. No adverse patient effects were reported. No indication of this device being out of service was provided.